Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was displaying an error. The customer reported that earlier the station showed the message, "your device ran into a problem and needs to restart," after which the station rebooted and came back up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shown error. A technical support specialist (tss) dialed in to the station and reviewed the data sync debug logs, which showed repeated operation canceled exception errors from the discovery document provider during metadata retrieval. Upon checking the event viewer, fse found event ID 41 indicating that the system had previously rebooted without a clean shutdown, likely due to the device becoming unresponsive, crashing, or experiencing an unexpected power loss. The station's connectivity state in standby also showed as disconnected with the reason nic compliance (event ID 172). Based on all findings, the issue was determined to have been caused by the station's connectivity problems. The system functioned as intended after the technical support specialist troubleshot the device.